Event description:
It was reported that the insulin pump alarmed button error and no delivery alarms. The customer did not know the blood glucose reading. He stated that he did not think that the insulin delivery was adequate. No significant events leading to the alarm were observed. He stated that he had experienced issues with high blood glucose levels on-and-off for about 6 months. The most recent blood glucose reading was 289 mg/dl, which was treated with the insulin pump. No symptoms of high blood glucose were observed. He noted that he had recently been hospitalized due to open heart surgery. Upon troubleshooting for unexplained high blood glucose levels, the customer stated that he was worried that the insulin pump was not delivering what it showed. It was found that the sensitivity setting was set to 10 when it should have been 50. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing with no excessive no delivery alarm or button error alarm was noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.